Event description:
Md initiated cardio pulmonary bypass. The superior venous cannula was not draining. Md tried to reposition it but still no return, took it out and replaced with another cannula. Md then proceeded to flush out the cannula and noticed a small piece of foreign body which appeared like a small piece of plastic. This piece was flushed out of the tip.

Event description:
Md initiated cardio pulmonary bypass. The superior venous cannula was not draining. Md tried to reposition it but still no return, took it out and replaced with another cannula. Md then proceeded to flush out the cannula and noticed a small piece of foreign body which appeared like a small piece of plastic. This piece was flushed out of the tip.